Event description:
It was reported that the patient had a consult review to verify if the patient received shock therapy. The patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). In addition, during anti-tachycardia pacing (atp) therapy, evidence suggests atp accelerated the rhythm with a change in morphology. Shock therapy was provided and converted the rhythm back into af with rvr. Therapy was not exhausted. There is no right atrial (ra) lead, yet some rhythm discriminators for the ra remained on. Technical services was consulted and recommended programming changes. It was also noted that the r waves have dropped from 7mv at implant to 1.6mv most recent device check. The device has been reprogrammed. The device remains in service. No additional adverse patient effects were reported.